Event description:
It was reported that an alert was triggered due to out of range impedance on the left ventricular (lv) lead around one month post im plant. There was high impedance on all lv pacing vectors involving the lv1 electrode. It was also noted that the thresholds have been high in the lv1 vector as well. A chest x-ray was performed; the lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead; 407652 lead, implanted (B)(6) 2009. (B)(4).